Event description:
Patient reports experiencing jaw pain, abdominal discomfort, and occasional fatigue. Patient states that they manage these symptoms without any medications. Patient also reports that some of the cassettes they received have little kink on the lines that comes out of the cassettes. Patient requested some extra cassettes to be sent, pharmacy will do so. Number of cassettes affected and lot numbers and expiration date of cassettes were not reported. No additional info, details, or dates available. This is a continuous infusion set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the product fault occur while in use with the pt? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual cassette available for investigation? Yes, did we replace cassettes? Yes did the patient have a backup cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.